Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition and a decrease in measured r-waves from 11 millivolts (mv) to 4 mv. All other lead diagnostics were noted to be normal. Technical services (ts) discussed a possible lead dislodgement and discussed programming the lv offset or turning off the lv sensing. Additional information was provided that a chest x ray was performed which confirmed a lead dislodgement. A revision for the lead was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.